Event description:
It was reported in the article "first-in-human zero-ischemia-time beating-heart transplant" that a heartmate 3 patient received a heart transplant. The recipient was a 49-year-old female with end-stage heart failure secondary to dilated cardiomyopathy. The patient had previously undergone heartmate 3 (abbott) implantation, complicated by driveline infection requiring surgical debridement. The recipient recovered from the transplant uneventfully with no evidence of myocardial damage. Postoperative echocardiography showed an immediate left ventricular ejection fraction of 70%. Inotropic support was minimal and tapered within 24 hours. The patient was discharged in stable condition following routine post transplantation care. The patient was followed for 6 months postoperatively with serial echocardiography and laboratory assessments. The heart function remained stable, and there were no signs of rejection or graft dysfunction during the follow-up period.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as 09apr2025, same as published date since the date of data collection was not provided. Wei, l.-y., wang, c.-h., huang, s.-c., yu, h.-y., chen, y.-s., & chi, n.-h. (2025). First-in-human zero-ischemia-time beating-heart transplant. Jtcvs techniques, 31, 87¿90. Https://doi.org/10.1016/j.xjtc.2025.03.019. From the department of cardiovascular surgery, national taiwan university hospital, taipei, taiwan. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.